Event description:
It was reported the patient was partially able to communicate with the ipg using the charging system. The patient was using medical tape to attempt to keep the antenna on the correct location, but it became gradually more difficult to keep the antenna in place. A replacement charging system was sent to the patient, but did not resolve the issue. The physician opted to explant and replace the ipg. It was reported the patient regained effective stimulation postoperative.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.